Event description:
A customer observed re-producible, higher than expected vitros ckmb quality control results (qc results = 4.41, 4.79 ng/ml vs. The expected result of 3.29 ng/ml) while using the vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to recur undetected. No patient results were known to be affected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that reproducible, higher than expected ckmb quality control results were obtained following calibration. The investigation could not determine a definitive root cause. However, a non-optimal calibration and/or an equipment or reagent related issue cannot be ruled out as contributing factors to the event. Following routine system maintenance and recalibration with the same, in-use lot of ckmb reagent, acceptable quality control results were obtained.